Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, caused a organ failure and has no antibodies related to a CPAP device's sound abatement foam. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In this report, section d4, d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a organ failure and has no antibodies. The patient did report to receive medical intervention and had a transplant. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.